Event description:
In 2008, the pt underwent surgery with g3 long nail. (It was a bone tumor case). The pt's bone was not union. In 2009, the surgeon found that the bone and g3 long nail were broken. The surgeon tried to remove the broken nail using extraction hook, however, he could not remove the nail. Usually, the surgeon uses the extraction kit for gamma 3 nail, but in this case, the kit was not available. It took 1 hour 30 minutes to remove the broken nail from the pt. The surgeon used nipper and a instrument in the hospital. The pt took the broken nail home.

Manufacturer narrative:
The nail will not be returned for investigation. The pt took the broken nail home.